Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-02363. It was reported that the patient presented for an implant. During left ventricular lead placement, the physician on two separate occasions had difficulty inserting the guidewire through the lumen and deemed the leads unusable. Initially, both leads were functioning appropriately, but during positioning, multiple locations were chosen and tested before the wire started to be difficult to insert. The leads were replaced. The patient was stable.